Event description:
Report received of an over-delivery of lipids. The pump was programmed to deliver a 250ml bottle of 20% lipids at 20ml/hour. It was reported that the pump alarmed 2 hours after the bottle was hung, and the bottle was empty. The pump was removed from clinical service. There was no reported adverse event with the patient. Though requested, there was no further infirmation available.